Event description:
It was reported that during a kissing stent treatment procedure in the iliac, the "balloon ruptured on the right side during initial installation and got hung up on the stent and pulled stent back." The doctor removed the ruptured balloon and the procedure was successfully completed with another of the same device. The stent that was deployed on the left side was successfully deployed. There were no reported patient complications and the current patient condition is reported as "fine." Further information has been requested about this event.